Event description:
It has been reported to philips that the system failed to boot up successfully. The device was outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on-site and replaced the hard disk which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. The fse performed system troubleshooting and found that the reported issue occurred due to hard disk issue. The fse replaced the hard disk, installed the system os and application for the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.